Manufacturer narrative:
The left side coiled cable was worn through by the caster due to the p-clip turing toward the caster and the cable sagging. The coiled cable was replaced to repair the bed.

Event description:
The account alleged that the caster has worn through the left coiled cable and there are bare wires.